Event description:
Following multiple unsuccessful cavity integrity assessment (cia) tests with two disposable devices during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. The novasure procedure was aborted. A laparoscopy followed and the perforation site was sutured and the pt was discharged home. On (B)(6) 2012, the physician reported the pt "did well". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot # 12e07rb, serial # (B)(4), expiration date: 06/07/2013; manufacture date: 05/2012. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the disposable devices. No abnormalities were found related to the reported information. These device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).